Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure after the patient was under anesthesia, the customer checked the maryland bipolar forceps instrument prior to use and suspected that the cable was broken. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury/harm and the event date was unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing from the insulation. The instruments conductor wire was exposed as a result of the insulation damage. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings found yaw pulley scratch marks/abrasions. The root cause of this failure is attributed to user mishandling and misuse. No image or video clip for the reported event was available for review. A review of the instrument log for the maryland bipolar forceps instrument (part# :471172-16/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial#: (B)(4). There were 8 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.